Event description:
It was reported that during testing the castor broke off of the cart. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing, the castor broke off of the cart. No patient involvement or procedural delays were reported with this event.